Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient slipped and did not feel stimulation afterwards. Troubleshooting was performed over the phone. It was confirmed that the ins was on and the patient turned voltage up. The patient was able to feel stimulation as before. The issue was resolved at the time of the event. No further complications were reported or anticipated.